Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that patient underwent a surgical procedure in which the ipg was explanted and replaced.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was not recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.